Event description:
Pt reported that their current battery was causing them problems. Pt clarified that they have a norro stimulator (suspected to be nevro) in their spine. Pt believes the neural battery was destroying their bone. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).